Event description:
It was reported that a small volume intermate had no flow during priming. The device was filled with piperacillin/tazobactam 4500mg in 50ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test revealed that four drops of fluid came out of the device, at a flow rate of approximately one drop an hour. After a day, it was noted that the fluid became viscous and eventually solidified. After the drug solidified, the flow completely stopped. The cause of the reported condition was determined to be due to the drug viscosity. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.